Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic via social media indicated that the patient had keypad anomaly, damage on the insulin pump and experienced diabetic ketoacidosis. Troubleshooting was not performed. Customer advised the buttons would stick, the battery pack exploded and they went into diabetic ketoacidosis. The insulin pump will not be returned for analysis.